Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube lip and broken battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the insulin pump had physical damage. Customer stated that there was a crack on top of the battery compartment and upper hand corner of the screen. Customer's blood glucose was 139 mg/dl. Customer stated the insulin pump was dropped. Advised the customer that insulin pump would be replaced. No further information provided.